Event description:
It was reported that, "that patient fell, broke both s1 screws in half. Dr. (B)(6) was able to remove all parts of both screws. There was no delay in surgery or any complications. I was unable to obtain any patient info."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: after visual inspection the returned screws were found broken at about at the half of entire length. Mfg record review: no anomalies that could be associated with the breakage were reported during the mfg. Complaint history analysis: 3 previous records of post-operative breakage have been received. Risk assessment: revision surgery conducted with no delay or any complication. Conclusion: the breakage of both implants was discovered after the fall of patient and is most probably linked with the produced event.